Event description:
Difficulties were experienced during surgery, as screws would not seat properly onto the seat. Excess force was applied in order to assemble the implants together. There was no pt harm or injury and the case was completed unventfully.